Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis and regurgitation remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a 29mm pericardial mitral valve implanted required transcatheter valve-in-valve intervention in the mitral position due to structural valve deterioration, severe mitral stenosis, and regurgitation; after an implant duration of 10 years, two months. A 29mm transcatheter valve was implanted inside the disabled 29mm mitral valve. Both devices remained implanted. There were no reported complications. The patient was transferred to the cardiovascular intensive care unit in stable, but guarded condition.

Event description:
Medial intervention was also performed due to prolapse of the 29mm pericardial valve.